Manufacturer narrative:
During servicing and performing preventative maintenance, the autopulse platform (sn (B)(6)) kept displaying user advisory 45 (not at "home" position after power-on/restart). The driveshaft was rotated to "home" position, but the ua45 could not be cleared. The root cause of the ua45 was the defective integrated encoder gearbox, which was replaced to remedy the issue. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).

Event description:
During servicing and performing preventative maintenance, the autopulse platform (sn (B)(6)) kept displaying user advisory 45 (not at "home" position after power-on/restart). The driveshaft was rotated to "home" position, but the ua45 could not be cleared. No patient involvement.